Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was alleged that the call service alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found records of the reported processor related call service alarms. The pump powered up to the verify screen with auditory and vibratory feature. All the buttons responded properly. The pump failed to recognize the cartridge during the load step. Moisture contamination was found inside the pump. The investigation was unable to fully investigate the reported call service alarm issue. No conclusion can be drawn.